Event description:
It was reported that the neonate was cooling on arctic sun device (s/n (B)(6) ) for 5 hours, but still the neonate temperature dropped to 31.9c and the water was at room temperature. Nurse just changed the arctic sun device to s/n (B)(6) and now they were getting an alert 01 (patient line open) and alert 02 (low flow), patient temperature was 31.9c, target temperature was 33.5c, water temperature was 22.9c, flow rate was 0lpm and neonatal pads were in place. Mss walked the nurse through disconnecting and reconnecting the pad and restarted therapy, but device continued to sound alert 01 (patient line open) and alert 02 (low flow). Nurse checked that the fdl was firmly connected, not damaged, and pad had no damage or cuts. Nurse stated an alert 01 (patient line open) and alert 02 (low flow) continued to sound intermittently, inlet pressure was -7.1psi, circulation pump was 38 percent and flow rate was 0. Nurse attempted to start therapy and flow rate went to 0.9lpm and then to 0lpm. Nurse checked connections again and restarted and flow rate was 0lpm. Mss advised that this device was broken. New arctic sun device (s/n (B)(6) ) was connected to a new pad, since nurses decided they wanted to change the pad also to save time. Nurse started the device and flow rate stabilized at 1.3lpm, water temperature was rising high as 30c. At the end of the call the patient temperature was 32.7c. Nurse checked alerts in the arctic sun device (s/n (B)(6) ) and there were multiple alert 113 (reduced water temperature control) water level 3 bars and water not heating. Nurse checked alerts in the arctic sun device (s/n (B)(6) ) and there were multiple alert 01 (patient line open) and alert 02 (low flow), flow rate was 0lpm and inlet pressure was -7.1psi. Mss told the nurse to label each device and send them to biomedical engineering department for repair. Per follow up information received via phone on 14oct2021, nurse stated that while on the 3rd arctic sun device, the patient¿s mattress was changed out and therapy was resumed. Nurse determined that the mattress was causing the errors and therapy was completed successfully with no further issues with the 3rd arctic sun device. Nurse stated since the problem was determined to be the mattress, the materials coordinator could give updates on the first 2 arctic sun device that were labeled for biomed. Materials coordinator stated that the first two arctic sun devices were checked by biomed, and both were working fine.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonate was cooling on arctic sun device (s/n (B)(4)) for 5 hours, but still the neonate temperature dropped to 31.9c and the water was at room temperature. Nurse just changed the arctic sun device to s/n (B)(4) and now they were getting an alert 01 (patient line open) and alert 02 (low flow), patient temperature was 31.9c, target temperature was 33.5c, water temperature was 22.9c, flow rate was 0lpm and neonatal pads were in place. Mss walked the nurse through disconnecting and reconnecting the pad and restarted therapy, but device continued to sound alert 01 (patient line open) and alert 02 (low flow). Nurse checked that the fdl was firmly connected, not damaged, and pad had no damage or cuts. Nurse stated an alert 01 (patient line open) and alert 02 (low flow) continued to sound intermittently, inlet pressure was -7.1psi, circulation pump was 38 percent and flow rate was 0. Nurse attempted to start therapy and flow rate went to 0.9lpm and then to 0lpm. Nurse checked connections again and restarted and flow rate was 0lpm. Mss advised that this device was broken. New arctic sun device (s/n (B)(4)) was connected to a new pad, since nurses decided they wanted to change the pad also to save time. Nurse started the device and flow rate stabilized at 1.3lpm, water temperature was rising high as 30c. At the end of the call the patient temperature was 32.7c. Nurse checked alerts in the arctic sun device (s/n (B)(4)) and there were multiple alert 113 (reduced water temperature control) water level 3 bars and water not heating. Nurse checked alerts in the arctic sun device (s/n (B)(4)) and there were multiple alert 01 (patient line open) and alert 02 (low flow), flow rate was 0lpm and inlet pressure was -7.1psi. Mss told the nurse to label each device and send them to biomedical engineering department for repair.per follow up information received via phone on (B)(6) 2021, nurse stated that while on the 3rd arctic sun device, the patient¿s mattress was changed out and therapy was resumed. Nurse determined that the mattress was causing the errors and therapy was completed successfully with no further issues with the 3rd arctic sun device. Nurse stated since the problem was determined to be the mattress, the materials coordinator could give updates on the first 2 arctic sun device that were labeled for biomed. Materials coordinator stated that the first two arctic sun devices were checked by biomed, and both were working fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.